Manufacturer narrative:
Date of event: unknown. The original date received by manufacturer has been used for this field. Investigation summary: one photo and one sample were received by our quality team for evaluation. From the photo, a droplet of transparent, liquid-like substance was observed on the inner wall of the needle cover, at the section near the catheter tip. The sample was subjected to visual inspection to check for foreign matter. A droplet and a strip of transparent, gel-like substances were observed on the inner wall of the needle cover, at the section near the needle and catheter. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The ftir results indicate that the spectrum matches reasonably with that of silicone. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. An investigation was conducted to identify the potential foreign matter sources. From the sticky, gel-like properties of the foreign matter, and as the foreign matter was identified to be silicone, it is suspected that the foreign matter was the silicone lube applied on the catheter and cannula surfaces of the product to aid lubrication during product insertion. Therefore, all three lubes, tipping, cannula, and catheter lubes, were sent for analysis to match with the foreign matter type. The results showed that all lubes had spectrums that had a very high matching percentage with the foreign matter sample. After the source was identified, the next stage of the identify during which process and how the foreign matter was introduced into the product. As the foreign matter appearance was droplet-like, it was suspected that it was due to excessive lube on the catheter surface that aggregated and formed a droplet-like lump on the catheter surface. Given the gel-like nature of the lube, it was possible for the lube to flow to different locations on the catheter during transportation or storage. As the foreign matter was observed on the section of the needle cover that was near the cannula / catheter tip, it was possible that while removing the needle cover, when the product was maneuvered, the lube lump that was formed on the cannula / catheter tip touched the needle cover inner wall and stuck there. As the sample was returned in open packaging, the root cause was unable to be established. After this batch was produced, communication to the production technicians has occurred to retrain on the manufacturing set-up form for tipping lube parameters set up and complaint awareness on excessive lube and to record any observations during in-process inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a droplet of silicone came out of the bd angiocath plus¿ IV catheter. The following information was provided by the initial reporter: "foreign material in needle cap". Via bd investigation: "from the photo, a droplet of transparent, liquid-like substance was observed on the inner wall of the needle cover, at the section near the catheter tip. The sample was subjected to visual inspection to check for foreign matter. A droplet and a strip of transparent, gel-like substances were observed on the inner wall of the needle cover, at the section near the needle and catheter." "From the sticky, gel-like properties of the foreign matter, and as the foreign matter was identified to be silicone, it is suspected that the foreign matter was the silicone lube applied on the catheter and cannula surfaces of the product to aid lubrication during product insertion."